Manufacturer narrative:
The customer rebooted (restarted), the monitoring system with assistance provided over the telephone by the manufacturer's technical support. When the system came back up, one of the two lcd flat panel display monitors was black. This suggests a problem with the flat panel display itself, cabling from the flat panel to the cup, or a video-related problem within the cpu. No failure investigation was conducted because the customer elected not to return hardware components to welch allyn for evaluation and instead decided to remove the system from clinical use. Consequently no conclusion regarding root cause can be reached.

Event description:
The customer stated, that the central monitoring system halted, interrupting centralized patient monitoring. Patient vital signs monitoring continued at the bedside monitors. There was no report of pt injury of any kind. Note 1 from a1: hospital staff reported that there were patients connected to the system at the time, but did not report any patient ids.